Manufacturer narrative:
A4: unk. A5: unk . A6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.50/+0.50/091 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The patient was happy. The cause of the event was unknown.